Event description:
According to the reporter, during a laparoscopic partial nephrectomy, when collecting the sample, the bag that wraps the balloon was detached and dropped into the abdominal cavity. The component was retrieved with a forceps. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the balloon was disengaged from the cannula. The protective sheath for the balloon was disengaged. It was reported that the balloon was detached and dropped into the abdominal cavity. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur during surgical procedure when an instrument deflated balloon was removed from the patient cavity with an excessive pull force or removing it from a restricted area of space that could result in a disengaged balloon condition deflating the balloon immediately. It could also happen when excessive force is applied to the frontal area of the balloon already inflated. This pressure makes the inner flange to detach from the inner sleeve, resulting in sleeve enter to inflated balloon. In this case the balloon keeps inflated although pressure is applied to it and could be still used during surgical procedure. When sleeve is removed from balloon flange the balloon fully deflated immediately. It was replicated with sample instrument. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.